Event description:
It was reported that customer pump screen was broken, with touchscreen remaining black, unreadable, and unresponsive. There was no reported adverse impact to the customer. A replacement pump was sent.